Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported had been having high blood glucose using the insulin pump replacement. And would not come down under 200 mg/dl, one day it went up to 505 mg/dl. Customer stated she thinks the insulin pump was not delivering insulin. Customer's blood glucose was 132 mg/dl. Customer declined to do troubleshooting for high blood glucose, no delivery, low battery and no alarm. Customer also mentioned that she change the sets 4 times and did not work. Advised to discontinue using the pump and revert to a back-up plan per health care provider. The customer was educated about no delivery alarm but no troubleshooting done due to insulin pump replacement. No further information provided.